Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver and smart device lost connection with the transmitter. No additional patient or event information is available.